Event description:
It was reported that a patient presented with signal artifact noted on the right ventricular lead. No over-sensing was detected. The physician elected to keep existing programming changes without any additional intervention to address the noise. No adverse patient consequences were reported.